Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-19. H6: investigation summary: the sample sent by the customer was evaluated and it was possible to confirm the damaged barrel incident. The batch history was checked, and it was observed that the production period occurred on october 19, 2020. Inspections in process were carried out according to the control plan and no records of this incident were found. We inform that the current controls to detect the incident are carried out through visual inspection every 01 hour in 1 cycle in the packaging process. Units sent to dc: 175,500 stock: 0 qn review: no quality notifications (qn) potentially related to the incident were observed maintenance review: no maintenance potentially related to the incident were observed.

Event description:
It was reported that syringe plastipak 20ml s/su was damaged. The following information was provided by the initial reporter: 20ml syringe showing a hole in the plunger near the tip.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2021-04-13. H.6. Investigation summary: sample and photos sent for investigation. The sample sent by the customer was evaluated and it was possible to confirm the deviation by analyzing the sample sent by the customer (damaged barrel). It was performed the DHR, quality notifications and maintenance records were verified and potential records related to failure were not found. Investigation conclusion: the reported incident will be monitored for trend assessment. Root cause description: the process was evaluated and according to the investigation carried out, a possible cause of the defect may have been a jam caused on the siliconization step of the syringe. We inform that the current controls to detect the incident are carried out through visual inspection every 01 hour in 1 cycle in the packaging process. H3 other text : see h.10.

Event description:
It was reported that syringe plastipak 20ml s/su was damaged. The following information was provided by the initial reporter: 20ml syringe showing a hole in the plunger near the tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml s/su was damaged. The following information was provided by the initial reporter: 20ml syringe showing a hole in the plunger near the tip.